Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, high pacing impedance was noted on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead during an unrelated procedure. During the unrelated procedure, the rv lead was unable to be disconnected from the device and the helix failed to retract. The physician cut the rv lead to resolve the event. The physician suspected a connection issue. The patient was in stable condition.